Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, during initial drain. The initial drain volume (idv) equaled 1ml. The home patient (hp) stated that he had ended therapy early in the last fill. The hp stated that the fill volume (fv) was around 600ml when he ended therapy. The hp then set the hc back up that afternoon and drained about 500ml and again ended therapy. The hp stated that his son came in and setup the hc using the same supplies. The hp wanted to end therapy and start over with new lines and bags. The hp should be empty at this point. The hp would call back for bypass assistance. They ended therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on and she said that she was aware of the alarm. She would followup with him regarding the use error and the proper aseptic techniques. She said that his ldv was due to fibrin, the patient had not been using heparin that day. She said he was delirious and may have gone into the hospital recently. Since then he has been completing therapy successfully. There was patient involvement.

Manufacturer narrative:
(B)(4). The problem was confirmed because a reuse of supplies is a use error that can cause contamination. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.